Event description:
It was reported that during a surgical procedure on the knee, the blade broke. It was also reported that an x-ray was performed to locate the broken piece; there was a 10 minute delay to the procedure. It was further reported another blade was available to complete the procedure.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation, however x-ray images were provided which confirm the blade broke at the mount. Lot number information has not been provided to permit further investigation. If the product is received, an evaluation will be performed and a follow-up MDR will be submitted. The root cause is multi factorial.